Event description:
Lead dislodgement was discovered during a cardioversion procedure. The physician elected to explant and replace this lead with a competitive product. The hospital has retained this device. Should add'l info become available, this event will be updated.